Manufacturer narrative:
Product was returned, and evaluation is pending. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was unable to click the "yes" button when the device asks, "do you see drops?" The agent sent a replacement ilet overnight. The patient's bg at this time was 334 mg/dl. No further adverse event information was provided.